Event description:
It was reported that implant shift occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx closure device and delivery system (wds) was inserted through a watchman access system. The wds was deployed, and release criteria was met. The closure device was released from the delivery system. Upon release, the closure device shifted distally into the anterior lobe and the laa ostium was no longer sealed. The physician placed a non-boston scientific vascular plug to seal the gap and the laa ostium was successfully sealed. The patient stayed overnight in the hospital and was discharged the next day on oral anticoagulation medication.